Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. The cycler underwent and passed a system air leak test and a valve actuation test. A go no go check failed. 1 of 3 points failed the check on the left side (front panel side) of the cycler. The load cell verification failed because the tare weight was out of specification. The scale was recalibrated and now reads within specification. A simulated treatment was initiated and passed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no visual discrepancies observed during internal inspection. A secondary review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
Upon return of the reported cycler it was determined that the last treatment recorded on the cycler was the treatment addressed in this report. Therefore, the results of the physical evaluation of the cycler are applicable to this reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of an unknown alarm during fill 1 of 6 of the previous night¿s treatment. A review of the patient¿s treatment records identified that the patient drained 5745 ml during drain 1 of the treatment. This drain volume is 287% of the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the pdrn indicated she was unaware of the reported iipv but she knew that the patient¿s cycler was replaced. The pdrn reported that treatment was not completed that date. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. Patient started continuous cycling peritoneal dialysis (ccpd) treatment on (B)(6) 2018 with prescribed fill volume of 2000ml, a last fill of 1200ml, no day time exchange, and pd solutions strength varying between 1.5% and 2.5% depending on the patient¿s blood pressure. The reported cycler has been returned to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of an unknown alarm during fill 1 of 6 of the previous night¿s treatment. A review of the patient¿s treatment records identified that the patient drained 5745 ml during drain 1 of the treatment. This drain volume is 287% of the patient's prescribed fill volume of 2000 ml. The patient was advised to try using the cycler again and call back for assistance with troubleshooting if the issue persists. Upon follow up, the pdrn indicated she was unaware of the reported iipv but she knew that the patient¿s cycler was replaced for an unrelated event. The pdrn reported that treatment was not completed on the date of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler for an unrelated event and is continuing peritoneal dialysis therapy with no further issues. Patient started continuous cycling peritoneal dialysis (ccpd) treatment on (B)(6) 2018 with prescribed fill volume of 2000ml, a last fill of 1200ml, no day time exchange, and pd solutions strength varying between 1.5% and 2.5% depending on the patient¿s blood pressure. The cycler was not returned for the issues described in this report and was continued to be used after this occurrence. Therefore, an evaluation of the returned device will not be performed for the reported events.

Manufacturer narrative:
Updated to reflect that the cycler replacement and return were for an unrelated event (transcription error) plant investigation: no parts were returned to the manufacturer for the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.